Event description:
It was reported by the attorney that the patient underwent gynecological procedures on (B)(6) 2009 and mesh and pinnacle were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat uterine prolapse and cystocele on (B)(6) 2009 and mesh was implanted. It was reported that the patient had concurrent procedures of a vaginal hysterectomy, anterior repair, vaginal vault suspension and cystourethroscopy performed during mesh implantation. It was reported that the patient underwent posterior repair & vaginal wall suspension to sacrospinous ligaments using pinnacle mesh on (B)(6) 2009.

Manufacturer narrative:
(B)(6). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that following insertion the patient experienced pain, recurrence, dyspareunia, vaginal scarring, erosion, infection, bowel problems, and other. On (B)(6) 2010 the patient underwent excision and closure of eroded mesh and revision of posterior scar due to mesh erosion, perineal scarring and vaginal tissue.